Manufacturer narrative:
Time of event: age 40-50. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot. Part: 03.019.006. Lot: 8318043. Manufacturing site: (B)(4). Release to warehouse date: april 03, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a procedure to treat a mid-shaft humerus fracture, while placing a nail with diameter of 7mm using a lot of force, the nail could not be inserted correctly (wouldn't move anymore distally). Therefore, it was decided to ream with a diameter of 8,5mm. The head of the reamer couldn't be inserted completely. After the reaming, the nail was re-introduced and again it couldn't be inserted correctly into the canal. The surgeon applied again great force to the system, to insert the nail (he twisted it down). The nail height was acceptable. Proximal fixation was tried it twice and once drilling on the nail. So they retracted the nail and controlled the system. It was noticed that there was an issue at the connection between the nail and the insertion handle. A new short nail was placed to complete the procedure. This resulted in a surgical delay of thirty (30) minutes. There were no patient consequence reported. This complaint involves two (2) devices. This report is for (1) insertion handle for multiloc humeral nailing system. This report is 2 of 2 for (B)(4).